Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. When the device was replaced, the physician was able to extract the lead with a slight tug. The physician also observed blood within the body of the lead and that a ligature had been tied around the body of the lead instead of on the suture sleeve.